Event description:
It was reported that during procedure, the fiber connector was disconnected from the fiber body. The procedure was completed using another fiber. There were no patient complications.